Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This occurred at the end of peritoneal dialysis therapy. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. The patient stated that they were interrupted during therapy and inadvertently underwent two fill cycles without a drain cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.